Event description:
On withdrawal of the guide wire from a 12 fr bilumen cup it was found to be "unraveled." A chest x-ray was taken in the or which revealed approx 2 cm of guide wire in the left neck, a small (approx 2 cm) surgical incision was made and the guide wire was retrieved without difficulty. No apparent adverse consequence (other than the necessity for surgical removal of the retained wire) was noted.